Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. Device identifying information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a microsensor would not thread properly into the bolt section during insertion. Part of it fell on the floor causing a delay in the process.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.